Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to impedance issues and loss of capture (loc). A fluoroscopy test was performed which confirms that the issues with the lead were due to calcification. A new rv was successfully implanted. No additional adverse patient effects were reported.